Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons wee harder to push and had started to stick, buttons sometimes had to be pressed multiple times, insulin pump had rejected new batteries, had unexplained no delivery alarms necessitating complete supply change, insulin pump squirted insulin instead of dripping it and the battery compartment was harder to open. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.